Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose was 127 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised they were involved in a tractor accident which resulted in damage on the insulin pump. Customer advised the display screen was damaged and black all over it. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.